Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, lot# and serial#: unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient had a trial done the day of the report. The patient had good stimulation on the table but afterwards they tried to program and there was no stimulation and there was a loss of therapeutic effect, and the patient was only able to get a little stimulation in the abdomen briefly. It was noted that ¿in the operating room stimulation was achieved in the abdomen with the top half of the lead as a little lateral however, they had good bilateral leg stimulation with the bottom half of the lead.¿ impedances were running at 746-1024 at .7 volts and 733-1113 at 1.5 volts. The ¿snaplid¿ was changed out and device was programmed at ¿3+4-5+/40 and 360 pw.¿ an x-ray was taken that showed the lead had moved down two vertebral spaces and some were not in the epidural space. Stimulation was still programmed on the top three contacts that were going to be used for the trial. The patient had the trial lead pulled on (B)(6) 2014 due to a known sensitivity to tape. The patient had a successful trial and was being referred for permanent implant. The cause of the event was not determined but was speculated to be the tape holding the trial lead in place was not sufficient.